Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months indicated no additional, related reports for this system. (B)(4).

Event description:
A surgeon reported a pt developed endophthalmitis following intraocular lens (iol) implant surgery. The surgeon reported the pt has a history of glaucoma (pre-existing). The pt was referred to a different facility for treatment of the endophthalmitis. The surgeon reported the eye is now "ok." The surgeon was unwilling to be contacted for any further follow up.